Event description:
Customer reported every time he inserts a new battery the insulin pump alarms failed battery test. Customer does not know blood glucose. Battery cap was not damage. Battery compartment and spring were neither damaged nor corroded. New battery was inserted and device did not alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a test battery cap and the pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip and missing end cap sticker.